Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Miki, m., kojima, s., ueki, m., sugiyama, t., & ikeda, t. (2014). Three cases with unfavorable progress following implantation of an express glaucoma filtration device. Journal of the eye, 31(6), 903-908. (B)(4).

Event description:
A literature article reported three cases with unfavorable progress following implantation of a glaucoma filtration device (gfd). This patient experienced hypotony. Ten days following surgery, the patient's intraocular pressure (iop) elevated to 40 mmhg. Needling was performed. Iop could not be controlled and the device was removed. Another device was implanted and the pressure stabilized at approx 10 mmhg. Additional info has been requested. There are three manufacturer reports with these events. This report is for the third patient.